Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door 1 double clicking. A field service engineer cleaned contacts to resolve the issue and checked the harnesses, interface board, bus cable and connection to comm sled and tested tower doors in hta. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, tower door 1 double clicking. The customer stated that the malfunction occurred when user trying to issue medication for the patient. However, there was no delay in issuing medication as preventative maintenance was done on all 4 doors to prevent a failure. There were no adverse events or injuries reported based on this event.